Event description:
The pt underwent an ecp treatment with an 80 ml bowl, 232 ml of anticoagulant and 69 ml of fluid balance. The amount of whole blood processed was 896/1500 ml. Originally, the anticoagulant ratio was 10:1, but was changed to 8:1, as clots were observed in the bag. During the ecp procedure, the system pressure alarm sounded and the bowl appeared to be clotted. The operator checked the kit and noted the wrong lines were in the anticoagulant bag. The ecp operator then notified the clinic physician, aborted the ecp treatment and administered 500 ml of gelofusine (4% succinylated gelatin solution for injection; b braun). The total ecp treatment time was 78 mins. Additional samples were taken for lab eval and cross-matching for blood transfusion, and the pt was hospitalized overnight in the hospital ward. The pt was scheduled to have a transfusion on the next morning and a repeat ecp procedure was scheduled for the next day.

Manufacturer narrative:
The device was discarded by the operator, and could not be evaluated further by the MFR. This was a user error in which the fluid lines were inserted into the wrong bags. The green stripped anticoagulant line was inserted into the saline bag and the clear line into the bag with 12500 units of heparin, so the pt was not receiving any anticoagulant.